Manufacturer narrative:
The analysis of the setrox lead showed fraying of the insulation at about 31 cm distal of the is-1 connector pin. In addition, the insulation was severely damaged by squashing in that area. This damage manifestation requires excessive pressure load onto the lead body. The squashing lead to the assumption of mechanical stress on the lead due to the subclavian crush syndrome. In addition, the interaction with the neighboring lead should be considered.

Event description:
Ous MDR - after an implantation time of about 53 months, oversensing with inappropriate shock deliveries was reported. No deterioration of the patient's state of health was reported.